Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. A cuff miss can be influenced by, but not limited to, manufacturing, patient anatomical conditions and/or user technique. During the manufacturing process, the device is visually inspected and functionally tested. Although the complaint information did not report any anatomical conditions, a cuff miss can be caused by tissue being too thick, heavily calcified arteries and scar tissue. A cuff miss can be influenced by a failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device and/or not depressing the black plunger to contact the purple body. The complaint information did not report any user technique. Reportedly, the physician was trained in the use of the proglide device. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined. A review of the device lot history record did not reveal any nonconforming material records that were relevant to this event. A query of the complaint database was performed for this lot and there does not appear to be any product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.